Manufacturer narrative:
The field service representative found the sipper nozzle was bent and damaged. The reaction disk nuts were not secured properly causing the alarms, bending, and disconnection of the sipper nozzle. He replaced the ise sipper nozzle. The customer ran calibrators and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect k+ for gen.2 for 1 patient sample on a cobas 4000 c311 module. The initial result was 11.23 mmol/l with a data flag (>test), which invalidated the result. The test was automatically repeated and the repeated result was 5.05 mmol/l. The repeated result was reported outside of the laboratory. The customer repeated the sample again and the result was 4.0 mmol/l. The customer called the patient's nurse to amend the previously reported results. The patient's nurse stated that no change to the patient's care would be made due to the corrected results. The electrode lot number and expiration date was requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was ok and had no alarms. Quality controls were within specification, showing no indication of a reagent performance issue. Upon review of the alarm trace, a photometer unit error and an ise noise error occurred. The investigation determined the service actions resolved the issue.